Event description:
It was reported that during the post-operative check, the right ventricular (rv) lead was found to have intermittent capture. A subsequent x-ray showed the rv lead slack diminished with possible rv lead micro-dislodgement. During the repositioning of the rv lead, the right atrial (ra) lead slack pulled back and the ra lead dislodged. The rv and ra leads were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407458 implantable pacing lead (B)(6) 2013, addrl1 implantable pulse generator (B)(6) 2013. (B)(4).